Event description:
Due to EU personal data protection laws, the patient identifier and outcome are not available from the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the information provided by the customer, the root cause was determined to be an error during loading of the lower hex into the latch hex holder whereby the locking pin was not fully engaged.

Manufacturer narrative:
This report is being filed to provide investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the patient did not receive a blood transfusion. The blood was only processed on the device as intended an no medical intervention was required for this event. Investigation is in process. A follow up report will be provided.

Event description:
Per the customer the patient is recovering in the hospital as an in-patient. The patient is no longer in the ICU from a previous unrelated incident of transplant-associated thrombotic microangiopathy (ta-tma) associated with acute hepatic graft versus host disease (gvhd), requiring ICU care.

Manufacturer narrative:
Investigation: a used spectra optia exchange set was returned to terumo bct for investigation in relation to a centrifuge leak. Initial visual inspection confirmed the presence of blood throughout the inlet line, return ine, channel and reservoir (ca.50% full). A leak in the set was evident from the amount of dried blood on the exterior of the set. Further visual inspection confirmed that the lower bearing had become detached from the lower loop sleeve. One of the two locating ears on the lower loop sleeve had been completely sheared off. The braid was severely twisted and there was no evidence of a witness mark on the lower hex to confirm adequate loading. Further damage that penetrated through to the 4-lumen tubing was noted on the lower loop sleeve approximately 4cm from the lower hex. No evidence of any wear was noted on the lower bearing. The leak location was confirmed at the 4-lumen tubing via shearing damage adjacent to the lower sloop sleeve. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a treatment for a patient using an optia device, the device indicated fluid in the centrifuge chamber after 3 minutes of treatment. Per the customer, there were no issues at the start of the procedure. The operator checked the centrifuge chamber and found damage. Rinse back was not completed and the patient was transfused with 99ml of blood and 36ml of plasma removed. The customer reported that the patient was treated with another equipment on the same device without any problems. Per the customer the device did not cause injury. Patient information and outcome are not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information. Correction: no formal direct retraining was offered since this complaint was erroneously interpreted as blood transfusion given to patient, and was designated as reportable as it was later confirmed that 99 ml of total blood volume was processed and 36ml of plasma was removed.